Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the introducer detached off of the delivery catheter and broke into two pieces. They used a retrieval device to remove the detached guide catheter, and the procedure was completed with the original device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of an additional device required to retrieve the broken device fragment.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the introducer detached off of the delivery catheter and broke into two pieces. They used a retrieval device to remove the detached guide catheter, and the procedure was completed with the original device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6:imdrf device code a0401 captures the reportable event of catheter guide break.imdrf impact code f2301 captures the reportable event of an additional device required to retrieve the broken device fragment.block h11:investigation summary:based on the available information, boston scientific confirmed the reported event of catheter guide break. The investigation concluded that this damage was most likely due to a random failure at the connection between the pull wire and the guide catheter (hypotube) occurring during the procedure. Multiple multiple downstream controls are implemented during production, including visual inspection of the pull wire and bonding area, as well as several functional manipulation steps in which the guide catheter is advanced and retracted. These controls are designed to detect abnormalities in pull wire function. A fractured pull wire joint present during manufacturing would typically be detected during these inspections or functional steps due to improper device actuation. Additionally, the guide catheter was observed to be kinked. Procedural factors, such as device handling or the technique used by the physician (including the amount of force applied), may have contributed to this other damage observed in the device. Device history record review:it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.device technical analysis:a naviflex delivery system was returned and analyzed. Visual examination confirmed that the guide catheter was detached and kinked. Microscopic inspection revealed a fracture at the joint between the pull wire and the hypotube. No other problems with the device were noted.risk review:a risk review was completed and confirmed that the events of catheter guide break and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.